Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.

Event description:
It was reported that "during an hd session, the venous access line split longitudinally at the exit site inside the tunnel."